Event description:
It was reported that this right atrial (ra) lead had dislodged. Subsequently, the ra lead was surgically abandoned due to total occlusion of the subclavian vein and successfully replaced. No additional adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)